Manufacturer narrative:
Describe event or problem updated. Device codes updated.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss and functional issues secondary to a small hole in the cuff component of the device. It was further reported the patient had an inflatable penile prosthesis (ipp) that was removed during the same procedure due to an issue with the tubing that was noted to be in close proximity to the aus cuff. Upon removal of both products a new aus was implanted. There is currently no plan to implant a new ipp device. There were no patient complications. This report will be updated should additional information become available.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.